Event description:
It was reported that the right ventricular lead was suspect of fracture, had no capture, and had a sudden rise in impedance. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the proximal segment of the lead was returned, analyzed, and no anomalies were found. It was noted that the defibrillation conductor was distorted, there was blood/body fluid on all conductors (not obstructed), the outer tubing overlay had cosmetic environmental stress cracking, the outer insulation was breached cut, there was blood in/on the helix/lobe mechanism, tissue on helix and there was apparent explant damage.